Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 250 mg/dl, 50 mg/dl, and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. It is unknown if the customer observed a trend arrow. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 250 mg/dl, 50 mg/dl, and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. It is unknown if the customer observed a trend arrow. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and smu test failed. Poise voltage and sensor thermistor testing were both within specification. An extended investigation has been performed. A visual inspection was performed using a digital microscope on the returned puck. After being received, the returned sensor was no longer able to scan. The sensor was placed into the test fixture and the sensor was still not able to scan. Further functional testing could not be performed because the sensor was unscannable. The returned sensor was able to scan in the initial investigation but was unable to scan in extended investigation. This is consistent with damage that can occur during the transportation of products. Given that the sensor was unable to scan, this issue is unable to be tested. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.